Event description:
It was reported that a vns patient developed an infection at the generator site area due to patient continually drooling on the incision and eventually picking at the incision. The patient recently had undergone a generator replacement surgery 2 months prior to the reported event of infection. The generator was explanted and will be re-implanted when the infection dissipates. At the moment, it is unknown if cultures were taken as good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.